Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing electrode extrusion along with a decrease in performance. The recipient is being treated with periodic vinegar-water irrigation and periodic debridement of the ear. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The external visual inspection of the device revealed that the electrode was severed near the array prior to the receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. The recipient was reimplanted with another cochlear device. This is the final report.